Event description:
It was reported that during the implant attempt, the atrial lead would not stay fixated within the atrium, even after five separate attempts. Additionally, when the lead was tested using the analyzer, the lead exhibited poor sensing, and it was suspected that blood had entered the lumen as well. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood.

Event description:
It was reported that during the implant attempt, the atrial lead would not stay fixated within the atrium, even after five separate attempts. Additionally, when the lead was tested using the analyzer, the lead exhibited poor sensing, and it was suspected that blood had entered the lumen as well. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.